Event description:
Related manufacturer reference number: 2017865-2021-31841. It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead had high capture thresholds, and the patient's pacemaker was oversensing atrial noise triggering inappropriate automatic mode switch. No intervention was performed. The patient was stable.